Event description:
Customer reported to baxter corporate product surveillance a interlink system buretrol solution set in which the spike was bent. Upon follow-up with the customer, it was determined that the spike bent while priming the set with unknown medication. There was no patient involvement, injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was returned for evaluation. A visual inspection was performed and revealed a bent-damage spike. The reported condition was confirmed. The root cause was not determined. No repair was performed on this device as it is a single use device. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.